Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s family reported via phone call that the customer had experienced high blood glucose level and no delivery alarm. The customer¿s blood glucose was 500 mg/dl at the time of the incident. It was reported that they had multiple no delivery alarms. Customer reported that the event was resolved by changing complete set (infusion set and reservoir). The customer declined troubleshooting for high blood glucose. It was reported that they had scratches on the screen and it was functioning as designed. The customer was advised to monitor the pump. The reservoir and insulin pump will be returned for analysis.